Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al5326 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent mammoplasty procedure on (B)(6) 2019 and suture was used. During the knot, the first and second node, several times the suture broke. It did not happen with any other thread. There were no adverse patient consequences reported.